Manufacturer narrative:
The consumer did not return the product for investigation. Advantice health performed an investigation of the retain samples from the same lot, also expired, and found no out of specification results upon retest. The review of the batch record and packaging record from the batch did not present any information that would be attributed to the case.

Event description:
On 22-mar-2024, a spontaneous report was received from the FDA via a consumer regarding 2-year-old consumer who used a new skin liquid bandage kids. The reporter bought the product expired at a pharmacy. After applying the product, it caused the consumer to itch, burn, swelling, and infection.